Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at 10 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the distal right coronary artery. The maverick2 monorail 20/2.0 mm balloon was removed and replaced with another balloon of the same type and size to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.